Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A field service engineer (fse) went to site to troubleshoot issue. It was found the umbilical cable was defective. Replaced cable (from inventory) and tested system working correctly as intended. System put back into use. Cable was sent back to manufacturer for evaluation. Analysis confirmed reported problem "mvs and the imaging system computers will not talk to each other". Broken cable wire pin 1 and pin 2. Connector damage. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the system was displaying critical low battery message. The umbilical was unplugged and the battery indicator was showing only one bar on the m battery display. Troubleshooting -no line power on mobile view station (mvs), field service engineer (fse) dispatched to site. There was no patient present when this issue was identified.